Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6). Device evaluated by MFR.: synergy ous mr 3.50 x 16mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with mid stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 17-may-2022. It was reported that crossing difficulties occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified ostial left anterior descending artery. After a 7fr non-boston scientific (bsc) guide catheter was used and a non-bsc guidewire cross the lesion, pre-dilation was performed with semi-compliant balloon. Following pre-dilatation, a 3.50 x 16 synergy ii drug-eluting stent was advanced and deployed to treat the lesion; however, despite of multiple attempts were made for 3 hours, the device was failed to cross the lesion due to calcium and as there was mild plaque at the left main artery. The device was removed and the procedure was completed with nc balloon catheter. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.